Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a red screen, and the device keeps beeping until the battery compartment is open. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review was not performed. The customer issue was verified as the device did not pass the power up test and exhibited error code 46510 therefore the other tests could not be performed. The printed wiring assembly (pwa) was found to be defective and was replaced to fix the issue. The device then passed all tests as per performance verification testing (pvt).